Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the device revealed evidence of clinical use including biological material build-up near the distal tip and an indention in the teflon pad. The device did not exhibit any evidence of overheating (the blade was not charred or discolored). The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator. The device was tested (by pressing the generator test button) and passed the initial testing. The device was able to successfully activate with the foot pedals and buttons (each button was tested ten times). Each time the min or max button was pressed, the device activated and at no time did the device fail to activate, stop working, or produce too much heat. Therefore, the reported issue was unable to be substantiated. Sss's instructions for use (IFU) for reprocessed ultrasonic scalpels states: "avoid incidental and prolonged activation against solid surfaces, such as bone, as this may result in blade heating and subsequent blade failure." "The use of these instruments requires a thorough understanding of the techniques and principles of laser, electrosurgical, and ultrasonic procedures. Inappropriate use may result in shock and burn hazards to both patient and medical personnel or damage to the device or other medical instruments. Ensure electrical insulation or grounding is not compromised." "Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." ¿during prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.¿ the device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the harmonic scalpel rod burned the bowel of the patient. Stitches were used to repair the burnt area of the bowel and the procedure was completed successfully.